Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a shocking sensation in the chest at the implantable pulse generator (ipg) site. The patient had an off-label target cm and was on cycling with an increase in stimulation to 2ma at the last appointment. To address the issue, the patient planned to switch to constant stimulation and possibly reduce the stimulation setting to gradually increase as needed. A follow-up visit in the clinic was scheduled for a few months later. No impedance issues were observed at the last visit. It was unknown if the issue was resolved at the time of the report. No patient complications have been reported as a result of this event.